Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. One-day posoperatively (the following day) the patient presented with diffuse lamellar keratitis (dlk) in the left eye (os). A flap lift and rinse was performed on event day, and the patient was prescribed topical steroids. The patient's preoperative bcva was 20/20; postoperative ucva is currently 20/20 os. The patient responded to treatment and the dlk resolved. The association between the event and the device is unknown.

Manufacturer narrative:
In 2006, an intralase manager of clinical support and training provided surgery support and performed an investigation. The laser settings were optimize to doctor's preference. Additionally, an intralase field service engineer inspected the laser on 9/27-28/06 and verified the system performed as intended, met specifications during and upon departure.